Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) performed on (B)(6) 2017. The patient's cyst was reported to be approximately 9-cm in size and 70% fluid-filled. Reportedly, the stent implantation site was examined with eus doppler prior to stent deployment. According to the complainant, one to two days after the stent placement, the patient presented to another hospital with bleeding. An esophagogastroduodenoscopy (egd) procedure was performed to determine the source of the bleeding, but the source was not found. The patient underwent interventional radiology, but the source of the bleeding still could not be determined. The patient was treated with 6 to 7 units of blood and the bleeding resolved 2 to 3 days later. According to the physician, the patient's bleeding may have been due to tiny collaterals inside mucus, or due to a vessel in the back wall of the cyst once the cyst had collapsed. The patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) performed on (B)(6) 2017. The patient's cyst was reported to be approximately 9-cm in size and 70% fluid-filled. Reportedly, the stent implantation site was examined with eus doppler prior to stent deployment. According to the complainant, one to two days after the stent placement, the patient presented to another hospital with bleeding. An esophagogastroduodenoscopy (egd) procedure was performed to determine the source of the bleeding, but the source was not found. The patient underwent interventional radiology, but the source of the bleeding still could not be determined. The patient was treated with 6 to 7 units of blood and the bleeding resolved 2 to 3 days later. According to the physician, the patient's bleeding may have been due to tiny collaterals inside mucus, or due to a vessel in the back wall of the cyst once the cyst had collapsed. The patient's condition was reported to be stable. Additional information received on february 08 , 2018 and february 09, 2018. Reportedly, the patient did not have any co-morbidities that could have contributed to the event. The pseudocyst was not resolved at the time of bleeding. The axios stent remained implanted for approximately five to six weeks. The patient's collection did not resolve and the patient was still experiencing symptoms, so they underwent surgery for their collection during the week of (B)(6) 2018. The stent was removed during this operation. Reportedly, the surgery was not related to the stent.